Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. As the alarms occurred in the past, troubleshooting was unable to be performed. The customer's blood glucose was 190 mg/dl. Customer confirmed that an alternate method of insulin delivery was available.